Event description:
It was reported that the 9600+ system would not save images in chronological order. No patient was harmed due to this incident.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep erased the header data, shotlog data, and patient data files, then rebooted the system. This rebuilt the files. The unit operates as intended.